Manufacturer narrative:
According to the facility, the cutters would not cut through a thin wire bronchoscopy brush wire. The pt was having a bronchoscopy and biopsy of a lung mass. The brushing of the mass was done and then when we tried to cut the brush in the cytolyt. It took at least 20 tries to cut the brush off and while we were opening and closing the scissors- wire cutters the specimen was flinging and touching the sides and outside of the container. This wire cutter did not even cut the thin wire. No medical intervention, serious injury, or follow-up care has been reported. At this time, no information has been received to indicate that recurrence of the complaint-specific sequence of events detailed by the customer contact may likely cause or contribute to a death or serious injury. No adverse event report will be filed at this time. If additional relevant information becomes available this investigation will be re-opened and re-evaluated.

Event description:
According to the facility, the cutters would not cut through a thin wire bronchoscopy brush wire.